Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported recent incidents of patients with accucaths not working after a day or two. When catheter removed it showed multiple kinks throughout with a particular batch per customer. A specific number of affected devices or patients was not provided.